Event description:
The customer was hospitalized for high blood glucose levels. Troubleshooting was performed and all the programming was correct. The alarm history revealed a no delivery alarm. The lead screw test failed as the lead screw did not make a full rotation. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing including bolus and occlusion tests. No excessive. No delivery alarms were noted.